Event description:
Information notes that the patient's intrinsic rate was 120 bpm but the device did not sense r waves and paced at the programmed rate of 60 ppm. The device was programmed to temp 30 bipolar sensing which resulted in appropriate sensing. It was then programmed to 1.0mv sensitivity and then to .5mv without change. The patient's last office check showed no underlying rhythm with temp 30 and the device paced at 30 ppm. The device was left at .5mv and remains implanted.